Event description:
The device was received for service with the report of failure code 807:03. Info was not provided regarding whether or not the device was in use when the reported situation occurred. Attempts were made by baxter quality mgmt to obtain extra info regarding pt status, medical intervention, pt injury, age of pt and the medication involved but no additional details are known.